Manufacturer narrative:
Device received 08 mar 2017. Report initially received from sales representative 30 jan 2017. Device evaluation anticipated, but not yet begun. No results available, investigation is in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication procedure. One suture slipped off of the needle and one suture broke at the needle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4); post market vigilance (pmv) received devices opened by the account with the appropriate foil pouch packaging in an undamaged condition. The event report alleges the product was used in a surgical procedure. The visual inspection of the sample noted one needle and one suture. Upon microscopic inspection of the needles, normal needle crimp and swage marks were observed on the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. Unfortunately, since no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic nissen fundoplication procedure. One suture slipped off of the needle and one suture broke at the needle. There was no patient injury.